Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was experiencing some broken skin under the patient's breasts. The patient was in the hospital at this time, but there is no indication that the patient was in the hospital due to the wounds. There was no alleged device malfunction contributing to the irritation. Patient had nystatin powder applied to the affected area by a wound specialist. Follow up indicated that the skin irritation is better.